Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination identified proximal stent damage. The struts on the first row on the proximal end of the stent were misaligned and one strut was raised up and bent back distally. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The balloon and the tip of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during an angioplasty stenting treatment procedure stent damage occurred. The stent could not cross the difficult lesion. After withdrawal of the stent, the physician noticed a dislodgement of a proximal strut. No patient complications were reported.

Manufacturer narrative:
Device is combination product. (B)(4).

Event description:
It was reported that during an angioplasty stenting treatment procedure stent damage occurred. The stent could not cross the difficult lesion. After withdrawal of the stent, the physician noticed a dislodgement of a proximal strut. No patient complications were reported.